Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4) and protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Complainant reports "has been using on and off for a couple of weeks and developed blisters filled with pus at left upper aspect. End user uses water to cleanse and stomahesive powder then a medical adhesive spray." Stopped using product. Applying triple antibiotic ointment to blisters and oral antibiotic flagyl.